Manufacturer narrative:
The log file of the affected evita 4 was provided for the manufacturer's investigation. On the basis of the logged device and battery behavior it could be seen that the external batteries, which should maintain a supply voltage for approx. 2 hours for example during transport, had a shortened battery capacity and in addition the internal batteries also had a reduced capacity. The reported situation corresponds to a failure of the supply voltage. Thus, the device could no longer maintain its function and the ventilation was interrupted. The emergency breathing valve is automatically opened so that spontaneous breathing is possible for the patient. According to specification, the device alerts prior a complete depletion of the batteries. In case of a complete loss of supply voltage, the evita 4 sounds an alarm with a power failure alarm via the power failure buzzer for at least 2 minutes. From the information available, there are no indications that these alarms were missing. If the supply voltage is available again, ventilation will continue with the old parameters. The batteries have a limited lifetime and are replaced every two years as part of maintenance. In the present case, the batteries of the device were renewed in april 2016 and would have passed through their regular exchange interval the latest shortly after the event had occurred. The internal and external batteries were replaced after the event. In subsequent tests, the device behaved in battery mode again as specified. It is an isolated case, probably due to unusual battery operating conditions (for example when discharged batteries are not recharged promptly). The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the evita 4 was disconnected from the power supply and the central gas supply for a hospital transport at around 3:30 m (time according to log 2:37 pm). After about 20 minutes, the evita 4 switched off completely during the transport. The patient was bagged, there were no patient consequences.